Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was admitted to the hospital on (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level. Blood glucose level of customer was 600 mg/dl at the time of hospitalization. Customer was treated with manual injections for their high blood glucose level. Customer declined to troubleshooting for the hyperglycemia because she stated that she already changed everything and also visited to emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided about date of hospitalization with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2020 due to diabetic ketoacidosis and high blood glucose level.